Event description:
A malfunction on a pump was reported by a caller, who noted that no significant events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The caller was assisted by technical support with resetting the pump using provided information, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to reach out again if the malfunction recurred.